Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The insertion was reported to be subclavian, which is not the method described in the device instructions for use. The customer followed the steps on the iabp help menu to troubleshoot, however, they were unable to get the fiber optic source functioning again. It was noted that the alarm did follow the patient moving/being repositioned and occurred that same hour. They have already moved to an alternate arterial pressure source via transducing the inner lumen. The transduced waveform was good quality and the iabp was pumping as excepted with no alarms. They were reassured to leave the fiber optic cable unplugged. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).